Event description:
Upon withdrawing the needle from the patient, the stylet separated from the needle.

Manufacturer narrative:
H.6 - results- a review of the device history record revealed no discrepancies associated with this complaint. One photograph was received for analysis. The photograph revealed that the needle and stylet were separated from each other. The incident may have been due to improper crimping of the needle/stylet assembly during the manufacturing process. Conclusions - a corrective action has been opened which includes a validation of the crimping process and installation of sensors that will allow detection of air pressure on the general line. If air loss is detected, the sensor will not allow the operator to continue with inadequate pressure. Sop's have been modified to define set-up requirements for a new window of parameters to ensure a good union between the needle and stylet assembly.